Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d). Was suspected to exhibit loss of capture (loc) on this left ventricular (lv) lead. Additionally, it was found, that the left ventricular automatic threshold (lvat) test was not successful, due to noise. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service.